Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the internal buffer was full which caused the unit to produce an e302 error code and not capture images. After reformatting the internal buffer, the e302 error was corrected. Additionally the evaluation noted a worn video connector latch caused a poor connection with the pigtail and it was also recommended to update the old software version 3.01 to the 4.10. Version. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.